Event description:
This spontaneous case report was received from a consumer via regulatory authority in the united states (case# mw5065011). The report refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in 2007. On unspecified date(s), consumer experienced extreme hot flashes, nickel toxicity, headaches and fatigue. In 2015, she had to undergo hysterectomy as the coils has punctured her fallopian tubes. Consumer stated the essure had ruined her life. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her coils has punctured her fallopian tube. A hysterectomy was performed. She also experienced nickel toxicity (seen as metal poisoning), amongst non serious events. Fallopian tube perforation is anticipated whereas metal poisoning is unanticipated in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. In this particular case, the exact date and the mechanism of perforation are not known. However, considering the nature of event, it was considered related to essure. The entire nickel-titanium alloy surface is covered with a protective layer of titanium oxide to minimize nickel ion release. Although, in vitro testing has shown that nickel ions may be released from this device, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Therefore, the event was considered unrelated. This case was regarded as incident, as a surgical intervention was reported. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow up information was received on 10-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her coils has punctured her fallopian tube. A hysterectomy was performed. She also experienced nickel toxicity (seen as metal poisoning), amongst non serious events. Fallopian tube perforation is anticipated whereas metal poisoning is unanticipated in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. In this particular case, the exact date and the mechanism of perforation are not known. However, considering the nature of event, it was considered related to essure. The entire nickel-titanium alloy surface is covered with a protective layer of titanium oxide to minimize nickel ion release. Although, in vitro testing has shown that nickel ions may be released from this device, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Therefore, the event was considered unrelated. This case was regarded as incident, as a surgical intervention was reported. According to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. Follow up cannot be pursued as reporter contact information is not available.